Event description:
Information received regarding the explanted device notes that during a follow-up, the device exhibited near rrt characteristics and another visit was scheduled for 1 month. At the subsequent follow-up, the device exhibited no pacing and could not be interrogated. The patient had an under- lying rhythm of 29 bpm and was in a state of confusion until a new device was placed.